Event description:
It was reported that while using carto 3 rmt system for an afib ablation procedure, a pericardial effusion occurred. The (B)(4) staff mentioned that the physician was trying to re-advance the ez steer thermoocool nav bi-directional catheter back into the la from ra and when met with resistance, used fluoroscopy to confirm an effusion. The effusion was also confirmed using an echo and a pericardiocentesis was performed. The patient was stable at the end of the surgery and remained in the hospital overnight for monitoring.

Manufacturer narrative:
(B)(4). The stent remains inside the patient. There was no reported product deficiency. The reported patient effect of restenosis is listed in the xact instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that approximately 8 months post implantation, the patient was found to have in-stent restenosis of the 8-6x30 xact stent in the right internal carotid artery. During treatment of that restenosis with the 8x20 xact stent, the patient experienced a slight weakness in the left hand, but quickly returned to her baseline within five minutes. Several hours after the procedure, the patient was noted to have left facial droop. The CT scan showed a subarachnoid hemorrhage in the right hemisphere. The MRI also showed acute and subacute microembolic showers. The patient's condition is continuing and unchanged. The patient was transferred to a rehabilitation facility in stable condition, but had residual left sided weakness. There was no additional information provided.

Manufacturer narrative:
(B)(4). The xact stent (82093-01, lot 001951) will be filed under a separate MFR number.the stent remains inside the patient. The lot number was provided. A follow up will be sent with any relevant information.